Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the "unit will not recognize a closed door". A door not fully latched (likely what the reported symptom was referring to) was observed during power up and caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump would not recognize a closed door. It was also reported that there was no pt involvement.